Event description:
On 9/27/99, baxter fenwal division was notified by the customer of 2 incidents of leukoreduction platelet filters with poor flow. Customer believes this is not a usage problem, since they have been filtering for many years. Per customer, the filters were allegedly clogging at the beginning of the filtration process.